Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood was observed in/on helix mechanism. (B)(4) no anomalies found; the full lead was returned for analysis. Only visual analysis was performed.

Event description:
It was reported that during an implant attempt, the leads could not be positioned due to tricuspid regurgitation moving the leads across the valve into the atrium. The leads were explanted. No patient complications have been reported as a result of this event.